Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1254 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent catheter placement on (B)(6) 2020. Fluids were found to be leaking from the puncture site during infusion in hospital on (B)(6) 2020. After removal, the catheter was found to be broken at the puncture site.

Manufacturer narrative:
H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter connector was inconclusive due to the condition of the returned sample. The product returned for evaluation was one 4fr s/l groshong proximal connector segment. The component appeared free of obvious usage residues. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (15 seconds) hydraulic pressurization of the sample. Microscopic inspection of the sample did not reveal any evidence of damage or leakage. While no damage or defect was observed during evaluation of the returned sample, the distal connector segment and catheter were not returned and could not be evaluated. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of reds1254 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent catheter placement on (B)(6) 2020. Fluids were found to be leaking from the puncture site during infusion in hospital on (B)(6) 2020. After removal, the catheter was found to be broken at the puncture site.